Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube. Per the physician, the patient was already hospitalized 2 weeks prior to the biopsy procedure and the pneumothorax did not prolong the hospitalization. The morning after the procedure, the patient experienced shortness of breath and significant pain. The patient was given tylenol to treat the pain; no breathing treatment was provided. The chest tube was placed 18 hours after it had been confirmed via a chest x-ray. The procedure was completed, and the patient fully recovered and was discharged home on an unspecified post-procedure date. The physician stated the lesion abutted the pleura with a high probability that a biopsy could cause a pneumothorax. Per the physician's note, the pneumothorax was more likely a consequence of the lesion location rather than caused by the ion product(s). There was no malfunction of the ion system, instruments, or accessories reported.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. Per an intuitive surgical, inc. (Isi) senior failure analysis engineer, a review of the site's system logs for the reported procedure date was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax. A chest tube was placed to resolve the pneumothorax. The patient fully recovered and has been discharged home. The cause of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Blank MDR fields: follow-up was attempted, but the missing patient information in sections was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is not applicable because the product is not implantable. Device manufacture date is blank because insufficient product information was provided in order to obtain the date of manufacturer.